Event description:
It was reported that the patient presented at the hospital with an inflatable penile prosthesis (ipp) that was not working properly. Upon inspection, it was found a crack in the cylinder connecting tube. The cause of the crack was not detailed. The pump was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient presented at the hospital with an inflatable penile prosthesis (ipp) that was not working properly. Upon inspection, it was found a crack in the cylinder connecting tube. The cause of the crack was not detailed. The pump was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually and microscopically examined, and leak and functionally tested. No anomalies were found with the pump. The tubing was cut down to the pump block and it was not returned for analysis. Based on the information available and analysis results, the reported clinical observation of hole/perforated could not be confirmed.

Event description:
It was reported that the patient presented at the hospital with an inflatable penile prosthesis (ipp) that was not working properly. Upon inspection, it was found a crack in the cylinder connecting tube. The cause of the crack was not detailed. The pump was removed and replaced. There were no patient complications.